Event description:
A customer reported a case of endophthalmitis. The customer does not suspect a specific product, however a culture was performed on the bss (balanced salt solution). Additional information has been requested. No sample is expected to return.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).